Event description:
It was reported that patient underwent a knee arthroplasty on unknown date. Subsequently, a revision procedure wa performed on (B)(6) 2014 due to instability as a result of polyethylene wear of the tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.